Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 350 mg/dl. As the occlusion alarm had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.